Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that every time the patient tries to connect to the stimulator they can't find the device. The issue started a couple months ago. The patient never felt the stimulation that much so they would just occasionally check. Patient has not had a return of symptoms. Walked caller through checking their settings. Had patient put the blue side of the communicator over the implant site vertically. Patient was not near any electrical magnetic interference. Communicator was not plugged into charging cable. Patient got device is not responding. Patient said, they can never feel the outline of the implant. They don't know where the stimulator is at. Told the caller to call her doctor to see if the battery has reached the end of life.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the patient has an appointment to see the doctor on (B)(6) 2026.